Manufacturer narrative:
Evaluation results - a visual inspection of the returned product shows there is a small tear in the optic of the lens and a small piece of the haptic is torn off and missing. There is clear surgical residue on the lens. It should be noted that the injector, foam tip plunger and cartridge were not returned.

Event description:
The reporter stated that, the surgeon was attempting to insert a visian icl (implantable collamer lens) model micl 12.6mm and the lens flipped over as it was being inserted. The surgeon enlarged the incision minimally to remove the lens and put in a back up lens, no suture required. It was reported that the lens was not loaded into the cartridge properly.